Event description:
Edwards received information that this bioprosthetic valve, implanted approximately twelve (12) years and one (1) month, was explanted due to severe aortic regurgitation and moderate aortic stenosis. The operative report notes degeneration of the valve with a complete tear in the right and noncoronary cusp. The device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that this device was explanted due to regurgitation and stenosis from a degenerated valve. Structural valve deterioration, or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted device was not returned for evaluation; therefore, the root cause of this event cannot be conclusively determined. It is likely that the torn leaflet caused by the degeneration contributed to the regurgitation and stenosis. No further actions are possible with the available information.